Event description:
On (B)(6) 2024, I received information regarding the questioning of the suitability of syringes and dedicated needles (included in educational kits for patients) to properly inject medicine from a vial. I received a phone call from a doctor with many years of experience - an internist, a specialist in clinical transfusion medicine). As the doctor stated, he gave two injections to the patients himself and in both cases part of the drug solution remained in the syringe (about 5-10%). This is due to the technical impossibility of releasing the full volume of the syringe solution (0.5 ml) because the plunger of the syringe, which rests on the front of the syringe when pushed forward as much as possible, is not able to inject the remaining amount of liquid contained in the yellow plastic body of the needle. You can see this when you retract the plunger how much liquid is left in the syringe. The issue applies to every set

Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up: it was reported, after injections, part of the drug solution remained in the syringe. As a sample was not returned, a thorough sample evaluation could not be completed. To aid in the investigation, five photos were provided for evaluation by our quality team. One photo shows the box carton label, two photos show the bd microlance needle, one photo shows a strip of five syringes from the top web view of the package with all applicable product information, and one photo shows the syringes from the bottom web side. No defects are observed in the photos provided. A device history record review was completed for provided material number 305957, lot aa230003. There were no quality notifications regarding the reported issue found during the grouping process. The review of the manufacturing record does not show any similar issues. The product was produced according to specifications. Additional device histories were reviewed for each batch of syringes and needles used in the manufacturing of this batch and all visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Event description:
On 22.01.2024, I received information regarding the questioning of the suitability of syringes and dedicated needles (included in educational kits for patients) to properly inject medicine from a vial. I received a phone call from a doctor with many years of experience - an internist, a specialist in clinical transfusion medicine). As the doctor stated, he gave two injections to the patients himself and in both cases part of the drug solution remained in the syringe (about 5-10%). This is due to the technical impossibility of releasing the full volume of the syringe solution (0.5 ml) because the plunger of the syringe, which rests on the front of the syringe when pushed forward as much as possible, is not able to inject the remaining amount of liquid contained in the yellow plastic body of the needle. You can see this when you retract the plunger how much liquid is left in the syringe. The issue applies to every set.